Manufacturer narrative:
(B)(4) (hernia recurred): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on an unk date and mesh was used. Five months after the initial procedure, the patient developed an asymptomatic recurrence of the umbilical hernia. Seven months after the initial procedure, a laparoscopy was performed. Some omental adhesions at the umbilicus covering the mesh were noted and released. On both sides of the mesh, a recurrent juxta-umbilical hernia was present. The mesh was found to have shrunk and folded up. The initial mesh was removed and a different mesh was placed.